Event description:
It was reported thar this right atrial (ra) lead exhibited noise, over-sensing and amplitude out of range. The ra pacing impedance 360-784 ohms and a threshold 0.5v@0.4ms with 1 isolated measurement of 1.1v@0.4ms. Variable intrinsic amplitude of 3.3-8.5mv. The ra lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).